Event description:
Per the clinic, the patient experienced an infection (cellulitis) at abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.